Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with a blood glucose level of 490 mg/dl. Patient's current blood glucose value was 280 mg/dl. The customer experienced symptoms such as difficulty in standing, nausea, major headaches, and customer was a brittle diabetic. The customer was treated with 25 unit bolus. Customer stated that she was diagnosed with (B)(6). The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.